Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the thrombosis is unknown, however, may be related to patient factors (history of cardiomyopathy with lvef 10%).  A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Per presentation "vascular catastrophy", the patient underwent an uncomplicated tavr with a 26mm sapien 3 valve in the aortic position. Post-operative day (pod) 1 tte reported a mean gradient of 12mmhg. Approximately 3 weeks after tavr, the patient was re-admitted with heart failure and repeat tte reported velocity 3.1m/s and a CT angio was performed and the patient was found to have severe leaflet thrombosis. The patient was treated first with heparin drip, and later with tpa without clinical or tte improvement. Approximately 2 months s/p tavr the patient was transferred in shock. Tee showed left ventricle ejection fraction (lvef) of 10 % (same as baseline).  Tandem heart was inserted and a bav was performed with a 26mm true balloon. The tandem heart was removed on pod-1. A head CT showed scattered small emboli, but no clinical infarct/deficit. By pod-5 the patient was extubated and doing well.